Manufacturer narrative:
Explanted date is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the pain when the patient was implanted was due to a bad back with radiating pain in their left leg and foot. They were barely able to walk, even with the aid of a walker. A manufacturer representative (rep) kept trying to change the program, but nothing worked. Six months later, the device was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s stimulator moved due to their scoliosis and caused a lot of pain. They noted the doctor would have to remove it. They also reported that, when they first received the implant, it caused them a lot of pain. They were in the hospital for three days and then transferred to a pain facility. No further complications were reported or anticipated.